Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine (hc). The home patient (hp) stated they start therapy empty. The technical service representative (tsr) assisted the hp to check the patient line for any bubbles or fibrin. The hp stated the patient line is filled with air bubbles. The tsr assisted the hp to end therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Baxter is attempting to obtain this information. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm is confirmed because patient reported air in the patient line during the initial drain, which is a known cause of the low drain volume alarm. This issue is being investigated through CAPA.